Event description:
It was reported that the patient was experiencing inadequate stimulation. Nerve damage was also noted. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a 2020 prior to the date the manufacturer became aware. Block d6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7029174.